Event description:
User reported pump flow interruption caused by the occluder when entering weaning mode, when the units were set to ml/min. This did not occur when the units were set to l/min. We consider interruptions to the blood flow to be reportable, despite no patient involvement in this instance.

Manufacturer narrative:
Logs of the event were reviewed and confirmed that error was caused by a unit conversion error. Error causes the "initial weaning target" to be incorrectly calculated when the arterial flow probe is configured for ml/min, the occluder can be opened and pump started manually after that. This error is only an issue when entering weaning mode. There was no patient harm as a result of this issue. Error does not occur when arterial flow sensor is set to l/min. Device enhancement will be implemented to improve the workflow of entering weaning mode.